Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at commencement of treatment when the locking solution was aspirated out of the red (arterial) lumen, the syringe filled with blood and air. On closer inspection, a crack was noted in the arterial (red) lumen. The usage was immediately ceased, the line extension was clamped, and advice sought from interventional radiology. There was nothing unusual observe on the device prior to use. There was no leak and tego was not utilized. The catheter was not repaired. There was no instrument used to loosen or tighten the device. Briemark alcohol wipes was the cleaning agent used on the device. The insertion site was treated with prior to product placement. The skin surrounding the catheter was cleaned with normal saline and chlor prep. There was no excessive force use on the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. Terumo apheresis kit line, mallinckrodt ecp kit line and bd leur lock syringes were the other products being utilized with the device. On (B)(6) 2024, the affected catheter was explanted and as a remedial action, it was replaced with a catheter of an unknown lot number. Treatment was not completed until catheter was replaced. There was no blood loss and a blood transfusion was not required due to the event. There was no other medical intervention required apart from the catheter exchange. There was no complication with the replacement procedure. There was no reported patient injury.